Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, resulting in a failure to establish cgm connectivity on the ilet. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing dependent on cgm data with no health impact. User support included customer support troubleshooting and education, including toggling cgm settings and re-entering the sensor pairing code, with counseling on average pairing timeframe and to follow up if values did not appear. Investigation of this case revealed that the device appeared to function as designed and that the issue was consistent with a pairing or setup fault between the ilet and the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity during cgm pairing.